Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, at the first firing during interlobar resection on a lobectomy procedure, the device slightly reacted but stopped immediately. The procedure was completed with another device. There was no patient injury.